Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed with a button error. Patient's blood glucose at the time of incident is unknown. Customer's wife stated that the patient was in china, so troubleshooting was not initiated. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer's home.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.